Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's friend reported that the patient was injected in the chin with an unspecified juvéderm®. The patient was also injected with botox®. It was reported that the filler ¿went up to the patient¿s brain, resulting in a stroke.¿ the patient "was on life support for five weeks" and it was reported that the patient ¿died for 30 seconds.¿ the patient currently has ¿memory issues.¿ no other information was provided.